Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be explanted soon due to the patient "just has different vision demands." No further information has been provided.

Manufacturer narrative:
Additional information: further information was provided. It was stated that the planned explant of the lens has not been done yet. The patient is pending a last recheck by the doctor and once complete, the explant surgery will be scheduled then. No further information was provided. Device evaluation: to date, the lens remains implanted; therefore, is not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: a review of the directions for use (dfu) were performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.